Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information from the field representative provided this pacemaker was explanted after being found in safety mode. The pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information has been requested but was not provided at this time. The pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information from the field representative provided this pacemaker was explanted after being found in safety mode. The pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.